Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the units and found that the avc-x, cxps input card and usb-x needed to be rebooted. To resolve the issue, the technician rebooted the avc-x, cxps input card and usb-x. The units were tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.

Event description:
The user facility reported that prior to patient procedures the monitors to their hexavue custom room racks were displaying white screens, not responding, and going blank. Additionally, the ports to the racks were not working properly. No report of injury.